Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, pain, mobility. Patient presented with severe implant and crown mobility it was removed with fingers no anesthesia needed.